Manufacturer narrative:
The v.a.c.® granufoam¿ dressing lot number was not available and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed. Based on information provided, it cannot be determined that the alleged arterial bleed requiring hospitalization is related to the v.a.c.® granufoam¿ dressing. The patient is on an anticoagulant medication, and thus, was prone to bleeding. It is unknown how the alleged arterial bleed was resolved. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. Device labeling, available in print and online, states: contrainidication: do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomic sites, organs, or nerves. Warnings: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Hemostatic agents applied at the wound site: non-sutured hemostatic agents (for example, bone wax, absorbable gelatin sponge, or spray wound sealant) may, if disrupted, increase the risk of bleeding, which, if uncontrolled, could be fatal. Protect against dislodging such agents. Consideration should be given to the negative pressure setting and therapy mode used when initialing therapy. Infected blood vessels: infection may erode blood vessels and weaken the vascular wall which may increase suspetibility to vessel damage through abrasion or manipulation. Infected blood vessels are at risk of complications, including bleeding, which, if uncontrolled, could be potentially fatal. Extreme caution should be used when v.a.c. Therapy is appliced in close proximity to infected or potentially infected blood vessels.the patient shoud be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On (B)(6) 2021 the following information was provided to kci by the patient: the patient alleged she experienced a "major arterial bleed" during a dressing change on (B)(6) 2021 and was admitted to the hospital for four days. No additional information was provided. Records review on (B)(6) 2021 noted the following: on (B)(6) 2021 the physician noted "vaginal bleeding and abdominal cramping due to preterm labor". On (B)(6) 2021 the physician noted the patient underwent a caesarean section on (B)(6) 2021. On (B)(6) 2021 the patient had an incision and drainage of hematoma to caesarean section site with packing in the operating room and was placed on v.a.c.® therapy. The v.a.c.® granufoam¿ dressing identifier was not provided and not returned, therefore a device history record review and device evaluation could not be performed.